Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had deliver anomaly. Customer's blood glucose at time of incident was unknown. Customer advised pump stopped to deliver insulin after many restart. Customer was advised pump will be exchange.